Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens in 2009 and the lens was explanted 28 days later, due to its being too small. The pt did not want the lens replaced and decided to do laser instead. The surgeon stated that he was being proctored and this was his first icl surgery, therefore, he likely miscalculated the lens size.